Manufacturer narrative:
The customer¿s experience with a system failure was confirmed in the pcu error log, however testing failed to replicate a system failure. The source pcu error log identified an error code 800.8000.0 (general os failure) that occurred on 25april at 1:26 am. Testing performed on the source pcu failed to replicate a system failure. The pcu logs were sent to software engineering, however the logs did not provide any additional insight into the root cause of the system failure. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement

Event description:
The customer reported that the device had a system error while the staff were setting up the pump. There was no patient involvement.